Manufacturer narrative:
On 24jan2018 the patient (pt) called to report that the treatment completed in (B)(6) 2017. The pt has not returned to the eye care provider (ecp) for a follow-up appointment. No additional information has been received. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
On 19feb2018 an email was received from the patient (pt) who reported he/she received treatment is able to return to contact lens wear. On 20feb2018 an email was received from the pt with a note from the eye care professional (ecp) dated 31jan2018; pt completed treatment and is able to return to contact lens wear. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2017, a patient (pt) from (B)(6) sent an email reporting a ¿wound¿ in the left eye from an acuvue 2 lens that ¿folded inside my eye.¿ pt provided a note from her eye care provider (ecp) reporting the pt was seen on (B)(6) 2017 and placed on 6 days of contact lens rest. Attempts were made to contact the pt on 15nov2017 and (B)(6) 2017. On (B)(6) 2017, the pt was contacted who reported the following information: pt reported that at the beginning of (B)(6) 2017, the os became red and irritated after inserting a new lens. Pt reported continuing to wear the lens. Pt reported on (B)(6) 2017 that symptoms became worse experiencing discomfort ¿as if something was cutting¿ his/her eye. Pt removed the lens. Pt reported the following morning, the os was red, painful and tearing. Pt presented to an ecp on (B)(6) 2017 and was advised the ¿cornea was hurt¿ os. The ecp prescribed vigadex q6 hrs os until f/u visit on (B)(6) 2017, where ecp prescribed hyabak q2 hrs, and epitegel q6 hrs. Pt reported on (B)(6) 2017, he/she noted increased redness and eye discharge os. Pt presented to ecp for f/u as scheduled and was diagnosed with bacterial conjunctivitis os. Ecp advised the pt to continue vigadex q6 hrs until (B)(6) 2017 and to continue using the hyabak and eptigel for lubrication. Pt reported the os was better but still ¿a little red¿ and experiencing blurry vision. Pt reported a f/u visit is scheduled for (B)(6) 2017. Pt reported a wear schedule of 30-45 days and does not sleep in lenses. On (B)(6) 2017 a call was placed to the pt and additional information was provided: pt reported the os suspect lens was available. Pt reported the cornea is still in treatment for 30 days; pt prescribed optigel tid and hyabek 2 drops every 4 hours for 30 days. Diagnosis was keratitis os. On 30nov2017 two attachments were received via email from the pt: attachment 1 - ecp note dated (B)(6) 2017 reflects pt diagnosed with keratitis, attachment 2 - prescriptions dated (B)(6) 2017 for epitegel tid x 30 days -os only; hyabak sol 2gtts q4hrs x 30 days -os only. Multiple attempts were made to contact the pt¿s treating ecp for additional information. Additional information has not been received. The pts left eye event is being submitted as a worst-case event as the diagnosis was unable to be verified with the pts treating ecp. The date of event is (B)(6) 2017. The suspect product has been requested for return, but has not been received. A lot history review was performed for lot l002z01: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002z01 was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.